Manufacturer narrative:
(B) (4). The implantable neurostimulator was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
The implantable neurostimulator needed to be recharged daily. There was a 'lack of power.' The ins was replaced. There was no pt injury or death. The pt recovered without sequela after replacement. The initial upper limit settings were amplitude: 10 volts, pulse width: 450 microseconds, rate: 40 hertz, usage: 24 hrs/day, continuous, dual stimulation mode. Five anodes and 2 cathodes were used to provide stimulation. Additional info has been requested. A f/u report will be submitted if additional info becomes available.